Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the air trap block. Therefore, service was not required to be performed by zoll.

Event description:
During setup, the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) error message. The user observed traces of an unknown liquid on the air trap assembly. Another thermogard console was used to initiate and complete the treatment. No patient involvement.